Event description:
As reported, a patient who was treated with three 6f¿12f mynx control venous vascular closure devices (vcd) later presented with a reaction in the groin that was described as an abscess leaking fluid. Hemostasis was achieved using a mynx device. There was no additional reported patient injury. Sterile technique was followed. The patient was under general anesthesia, and the procedure was performed on an outpatient basis. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use. The deployer was certified on the mynx device. Three avanti sheaths (sizes 9f, 7f, and 6f) were used at the infected site. The physician reported that the patient subsequently required surgery related to the complication, with no further surgical details provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient who was treated with three 6f¿12f mynx control venous vascular closure devices (vcd) later presented with a reaction in the groin that was described as an abscess leaking fluid. Hemostasis was achieved using a mynx device. There was no additional reported patient injury. Sterile technique was followed. The patient was under general anesthesia, and the procedure was performed on an outpatient basis. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use. The deployer was certified on the mynx device. Three avanti sheaths (sizes 9f, 7f, and 6f) were used at the infected site. The physician reported that the patient subsequently required surgery related to the complication, with no further surgical details provided. The mynx control venous devices and avanti sheaths were not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided for any of the devices. An infection resulting from invasive procedures is a well-known potential adverse event and is listed in the mynx control venous and avanti instructions for use (ifus) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be observed without receipt of images of the site or receipt of the cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the ifus and the mynx control venous patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.